Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Shaft stripped. Doctor used universal to put in the dome plug of the cup. No issue and/or patient consequences. No additional time to the surgery.